Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, multiple episodes of inappropriate mode switch due to noise were observed. Programming changes were made and the patient's medication was adjusted. The patient will continue to be closely monitored.